Manufacturer narrative:
Olympus reviewed the service history for the subject device. Last maintenance by olympus was conducted for the subject device in december 2017, and there was no irregularity. Since then, maintenance has been conducted for the subject device by a third party company. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On june 6th, 2019, olympus (B)(4) received a letter associated with this event from competent agency of (B)(6) and was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for klebsiella pneumoniae blse (the user facility did not provide the number of klebsiella pneumoniae blse). In addition, it was informed that two patients were infected with klebsiella pneumoniae blse after procedures at the user facility using the subject device between (B)(6) 2019 and (B)(6) 2019. It was reported that the first patient already infected with klebsiella pneumoniae blse before the unspecified procedure using the subject device. It was also reported that the second patient underwent the endoscopic retrograde cholangiopancreatography using the subject device on (B)(6) 2019, and was diagnosed with klebsiella pneumoniae blse on (B)(6) 2019, seven days after the endoscopic retrograde cholangiopancreatography. Therefore, the user facility suspects that there is a possibility of cross infection by the subject device. The subject device had been quarantined by the user facility. The patients' condition is currently unknown. Other detailed information such as the reprocessing method was not provided. Omsc is submitting one medical device reports regarding the second patient.